Event description:
Found during test. According to the reporter, some of the keys on the large keypad aren't functioning. There was no patient use associated with reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the "advisory" key was showing as depressed at all times in the keypad test and the "energy select" and "analyze" buttons would not operate. Physio replaced the large keypad and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced keypad and determined that root cause for the observed malfunction was a solder short across the contacts of the "advisory" key causing the "advisory" key to stay on all the time.